Manufacturer narrative:
An event of regurgitation and a cusp tear was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2015, a 25 mm sjm trifecta valve was successfully implanted in a patient's aortic position. On 27 jan. 2021, the patient presented with severe aortic regurgitation(ar) so a re-do atrial valve replacement was performed. On device explant, a tear was noted on the right coronary cusp (rcc) as the cause. A inspiris resilia aortic valve(manufacturer: edwards lifesciences) was successfully implanted to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is currently stable.